Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effect of atrial fibrillation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of atrial fibrillation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial fibrillation, requiring cardioversion. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted (70327u227, 70403u153) and the mr was reduced to 1. After the second clip was implanted, the patient had atrial fibrillation. The patient was difficult to extubate because the patient was not stable enough at the time. The patient awoke and was approachable. Cardioversion was performed, atrial fibrillation is ongoing. The patient is stable. Per the physician's opinion, it is uncertain if the mitraclip or mitraclip procedure caused or contributed to the rhythm disturbance, a reason could be due to the patients bad ejection fraction. No additional information was provided.